Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossed over. The technical support specialist (tss) remotely accessed the medstation via rss and confirmed it was not in disconnected mode, nor showing critical override icons. Data synchronization logs showed errors around the reported issue time, but synchronizing appears stable. However, remote login to the server via rss resulted in a black screen with no access to windows or sign-in. While the device could successfully ping the server ip, pinging the device from the server timed out, indicating a possible one-way communication issue. The tss made multiple attempts to reach the customer for further assistance, but no response received from the customer end and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ es server all patients were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.